Event description:
Consumer claims to have ear pierced with the inverness ear piercing system at a retail user on 3/13/97. Shortly afterwards, she sought medical attention for an infection at the ear piercing site.